Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that his infusion device began audibly beeping, became unresponsive, and "77" and "3.01" were displayed on the screen. During troubleshooting with a company representative, the patient acknowledged awareness of the recall and that he had received corrected power packs. However, he had a power pack affected by the recall in use in his infusion device at the time of the report. He did not convey how long the power pack had to been in use prior to the issue. He was advised to properly dispose of any available power packs affected by the recall and only to use the corrected power packs. He replaced his power pack with a corrected power pack and the infusion device functioned properly. The patient did not report blood glucose concerns related to this issue. He did not have the lot number or expiration date of the power pack available at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.